Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the pt experienced a high blood glucose level. Level gets as high as 406 mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the pt. The insulin pump also alarmed a no delivery. The device is being returned. No further info available.